Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the proximal left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 28mm x 2.50mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After predilitation with a non-boston scientific balloon, a 28 x 2.50 promus elite stent was advanced to the target lesion and deployed. It was noted that significant resistance occurred while operating the device. Following stent deployment, a distal edge dissection was observed. A 32 x 2.25 promus elite stent was deployed to cover the edge dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable and responding well to medicines.